Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr glidesheath slender guidewire and needle were returned for product evaluation. Visual inspection revealed a kink 20 mm from the floppy end weld on the guidewire. The guidewire was not able to go through the needle; the guidewire could not go pass the cannula. Dimensional testing was performed. Measurements of the guidewire were taken and the diameter throughout the wire was 0.510 mm which is within the manufacture specification of 0.51-0.54 mm. The wire was inspected under microscope and uncoiling was seen at the floppy end weld. The stiff end weld did not have any anomalies or damage. Functional testing was performed. The wire was successfully inserted into another needle from the same lot without resistance. The wire stiff end was inserted from the needle tip instead of at the hub; the wire could not move pass the needle cannula. The needle cannula was inspected under microscope and no anomalies or damage was seen at the cannula. Pin gauges were then used to measure the inner diameter of the needle, which measured at 0.560 mm which was within the manufacturer specification. The guidewire was inserted into the needle a second time and the wire went through the needle successfully. A second guidewire with no damage or anomalies from the same lot was inserted into the needle successfully. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender wire was not able to pass through the access needle without forcing it. When resistance was felt a new sheath was opened. The device was not used on the patient or in the procedure.